Manufacturer narrative:
Pending investigation.

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2013, and then experienced revision surgical procedure on (B)(6) 2022 approximately 8 years and 3 months after initial implant. No images were provided. There is no device information provided. There is no other information available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report # 1038671-2022-00449.